Manufacturer narrative:
There is no known patient involvement. Date of event is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer did not provide the information which kind of contamination was found. This is the first event livanova is being informed of a contamination affecting the claimed device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated. According to the customer, it is the second time that the samples are positive. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication with the customer, livanova (B)(4) learned that the heater-cooler device is placed inside the operation room during use at an estimated distance of three meters from the surgery field with the rear of the device oriented towards the air exhaust on the wall. The customer reported that the disinfection of procedure has always been performed according to the instructions for use (IFU). The customer also provided a lab test report showing a bacterial count >300 cfu/ml. No further bacterial specification is known. Corrective actions are in progress for this type of issue.